Event description:
It was reported to resmed UK that a patient was found cyanosed with an spo2 of 50-60% by a nurse at 7:28 am. At the time the patient was found the battery of the device was empty and the power cable wasn't attached. Per the reporter the patient was being ventilated during night and at some point the device power cable became disconnected. It was reported that the power cable was caught under the wheels of the patient's bed. MFR ref # 3004604967-2014-00022.